Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis, adverse events that may occur and/or require intervention include, but are not limited to, endoleak. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent an endovascular procedure using a gore® ctag® thoracic endoprosthesis (tgu313120j/16008683) for a thoracic aortic aneurysm repair, using a gore® dryseal flex introducer sheath (dsf2033/17773192). It was reported that at the conclusion of the procedure, a proximal type I endoleak remained. The physician took a wait and see approach. On an unknown date, follow-up imaging identified a proximal type I endoleak on with no evidence of aneurysm enlargement. On (B)(6) 2018, this patient underwent a reintervention for the proximal l type I endoleak with implant of an additional conformable gore® tag® thoracic endoprosthesis. The patient tolerated the procedure. No further information is available.